Event description:
It was reported that at follow-up the device was at eri (elective replacement indicator). The patient reported falling approximately one month earlier, hitting her shoulder on implant side. She says she has not felt well since. A technical consultant stated it appears to be abnormal depletion, based on the programmed settings. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Long term monitoring, electrical bench testing, and temperature cycling were performed. No high current drain or abnormal conditionsl were observed. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.